Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that the battery compartment was cracked, the battery cap threads were stripped, and there was moisture visible behind the ir window on the back of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/12/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the pump black box data showed no unexplained pump reboots. During investigation, there was no damage found to battery compartment. The returned battery cap was found to have stripped threads and did not tighten securely to the battery compartment. A test cap securely attached to the pump. The pump powered on with audible and vibration features, however, the display screen was blank. During testing, a leak test was performed with no leaks detected. Further testing was unable to be performed due to the blank display. The complaint of no power was not able to be duplicated during testing. Unrelated to the complaint, the display lens was observed to be cracked.